Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the steerable guide catheter leak. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The steerable guide catheter (sgc), was inserted through the inter-atrial septum; however, after removing the dilator from the sgc, the sgc hemostatic valve leaked, causing blood level inside the catheter to decrease. Additional aspiration was performed, and no air entered the patient. Troubleshooting maneuvers were performed, but the valve was still leaking. The sgc was removed and was replaced. One clip was implanted, reducing mr to 2. There was no adverse patient effect or a clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the cause for the reported steerable guide catheter/sgc leak cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.: device not available for evaluation.